Event description:
It was reported that the implantable neurostimulator (ins) felt soft and mushy. The edges were hard but he was not hurting. The patient had a red rash on the right side of the abdomen. The ins was off at that time because he was concerned and it was hard to turn off. The patient did not have a managing healthcare provider (hcp). The issues occurred in (B)(6) 2015. Additional information reported that the patient was still having concerns regarding their device or therapy, but went to see their doctor on (B)(6) 2015. The patient stated that the issue was still ongoing and that it was determined that the patient bumped into something which resulted in the device moving in the pocket. The device sits at an angle instead of flat against the skin and sticks out. It rubs against the patient¿s belt which might cause the rash and the rash had not gotten worse, but the color is darker. It is a little uncomfortable and due to the position of the device the patient has to charge a bit longer. The device lasts a little less on a charge than usual since the issue began. The patient confirmed that the device and therapy are still working fine for him. The veterans administration had to get approval to schedule a pocket revision surgery and the patient had no time frame for when it would be done. The patient wanted the device replaced too because it made no sense to him that they would open the pocket to fix the placement only to swap the device out two-three years from now. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3550-09, lot# lb4281, implanted: (B)(6) 2003, product type: accessory; product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension; product ID 3982, serial# (B)(4), implanted: (B)(6) 1995, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).